Event description:
It was reported that the insulin pump alarmed no delivery during a manual prime. The customer did not provide the blood glucose reading. The customer stated that she experienced problems with the infusion set when trying to push into the reservoir. She noted that she was refilling vials with insulin and was advised against doing so. The customer reported that the issue was resolved after she changed the reservoir. She stated that she had filled a total of 3 reservoirs with the issue of no insulin coming out once attached to the infusion set. She was advised that the reservoirs be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.